Event description:
The maxi sky 2 ceiling lift detached from the rail and fell. There is no indication that a patient was involved, and no injury occurred.

Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. Two hypotheses were considered. The first - that no end stopper was installed - was deemed unlikely based on photographic evidence showing tightening marks on the track. The end stopper is a ceiling installation component that prevents the lift from falling off when it reaches the end of the rail. The second - that the end stopper was installed but not properly tightened - is supported by documentation and post-event inspection. Improper tightening likely caused both the lift and end stopper to detach from the rail. According to maxi sky 2 instructions for use (IFU, 001-15698-en), ¿all rails must be closed and secured with end stoppers or connected to other closed rail components.¿ ¿warning: before each use, make sure all end stoppers are in place to prevent a fall risk.¿ the procedure for correctly attaching the installation components is described step by step in the track installation guide (document number: 001-11161-en). There is an "installing the end stopper" section, which includes several steps: "1. Use the clip to attach the end stopper to the middle part of the track. 2. Slide the end stopper into the bottom cavity of the track, until you get the end of wire. 3. Insert the plastic end cap. 4. Push back the end stopper until it touches the plastic end cap. 5. Verify if the self-locking mechanism is working properly by pushing the end stopper. If the end stopper does not move, tighten the set screw using a 6mm allen key 20 n-m (15 lbf*ft).¿ additionally, the document includes a note: ¿the following 5 points are extremely important. Never forget to securely install the end stoppers.¿ sum up, it seems likely that the end stopper was installed but not properly tightened to the track according to the track installation guide. Consequently, when the lift was moved, both the ceiling lift and the end stopper detached and fell from the rail. The arjo device failed to meet its specifications, as the ceiling lift detached due to an untightened end stopper. The device was not being used for patient transfer at the time of the incident. The complaint was deemed reportable due to the lift detaching from the track.